Manufacturer narrative:
The device remains implanted in the pt and is not available for inspection. This male pt of unknown age and medical history experienced a thrombotic event leading to a myocardial infarction after implantation of a cypher stent. The indication of the index procedure was an acute myocardial infarction. Percutaneous coronary intervention was performed in the mid left anterior descending (lad) coronary artery. Description of the vessel such as percentage of stenosis, tortuosity, presence of calcification, etc, was not reported. Vessel classification was not reported. Baseline measurement of ejection fraction was not reported. There is no info regarding procedural details such as: debulking or pre-dilation of lesion before stent deployment, pre and post procedure cardiac enzyme values, pre and intra-procedure medications used. One cypher stent of unknown length and diameter, unknown lot number and unknown expiration date, was deployed at unknown pressure in the mid lad. Post dilation of stent was not reported. The residual diameter stenosis was not reported. Confirmation of complete stent apposition of the vessel wall by ivus was not reported. Timi flow was not reported. The report did not indicate when the pt was discharged from the hospital. Post-interventional treatment with plavix was reported for three months. Approx fifteen months later the pt experienced the thrombotic event and myocardial infarction reported. No additional info was available. The product remained implanted in the pt and is thus not available for eval. A device history records (DHR) review could not be conducted because the lot number of the product was not reported. Thrombotic events are a known potential adverse event following stent implantation. Pts who are known to be at high-risk for thrombotic event include those with long lesions, a vessel diameter less than 3mm and previous thrombus. With such limited pt and procedural info available for review, the lack of availability of the product's lot number to perform a DHR review and the unavailability of the product to analyze, it is not possible to determine what factors may have contributed to these event. Please note that this is the initial /final report for this product. See scanned page.

Event description:
The report received through the legal department indicated that approx fifteen months after the index procedure for cypher stent implantation, the pt experienced very late stent thrombosis and myocardial infarction. The pt had and unknown cypher stent implanted in the left anterior descending (lad) target lesion during the index procedure. The pt was prescribed plavix after the index procedure for a period of three months for antiplatelet therapy. There was no info provided as to any treatment or re-intervention in regards to the adverse event reported. No additional info is available.